Event description:
It was reported a critical alarm occurred because a motor stall occurred. A motor stall recovery was not reported. The patient was hospitalized. The event resulted in explant and replacement as well as medical intervention; patient-controlled analgesia IV. The pump was reprogrammed and logs were checked. The pump was used to deliver hydromorphone and bupivacaine. There were no reported patient symptoms. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found there was a gear train anomaly of corrosion and/or wear and/or lubrication. Analysis also found the stall was due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was returned for disposal only.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.